Event description:
Procedure type: sleeve gastrectomy. According to the reporter: after multiple firings of 60 4.8 mm duets, one reload appeared to jam and was a complete misfire. The surgeon said, he could feel the reload "jam" as he was firing it and aborted the firing. The surgeon mobilized add'l tissue, placed another reload next to the misfired reload and continued and finished the case with duet 60 4.8 mm reloads.

Manufacturer narrative:
(B)(4).